Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up it was observed that the pg device was exposed from the pocket, infection was suspected. Surgical intervention occured to remove this pg device. No further adverse patient health effects were reported. Given the nature of this event this device is not expected for return. . Should updated information be provided, a follow up report will be submitted.